Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient¿s coronary artery bypass graft procedure the patient¿s right atrial (ra) lead had high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.